Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking clip on the femoral inserter/extractor broke during impaction.